Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 7p60-21/31, and 510k/PMA/bla of k153730.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for a 35-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID: (B)(6) initial result was 0.11, repeat result was 0.12 s/co. The sample was tested with elisa, and the results were 7.422 and 7.656, which are positive. The tppa was weakly positive. The rpr was negative and result with the mindray assay was 0.05, which is negative. There was no impact to patient management reported.